Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis.

Event description:
It was reported that a device infection of unknown source had occurred approximately two months after the implant of the implantable pulse generator (ipg). The ipg system was explanted. No further patient complications have been reported as a result of this event.